Event description:
It was reported that patient underwent a rotating hinge knee procedure. Subsequently, radiographs seem to indicate the hinge post has fractured. No revision procedure has been reported.

Manufacturer narrative:
(B)(4). Medical product: unknown rhk femoral stem catalog#: ni lot#: ni. Right size f cemented option femoral component catalog#: 00588001602 lot#: 65117158. Unknown rhk tibial tray catalog#: ni lot#: ni. All poly patella standard cemented size 35 mm diameter 9.0 mm thickness catalog#: .00597206535 lot#: ni. Foreign source: south africa. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It should be noted that g3 of the supplemental report, 0001822565 - 2023 - 00936 - 1, was reported incorrectly and should be april 5, 2023. Reported event was confirmed by review of radiographs. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: hinge post fracture of the right knee arthroplasty with resulting malalignment as noted. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10 medical devices: right size f cemented option femoral component catalog#: 00588001602 lot#: 65117158 size 5 precoat cemented tibial component catalog#: 00588000500 lot#: 65136185 all poly patella standard cemented size 35 mm diameter 9.0 mm thickness catalog#: 00597206535 lot#: 65089218 prc agmt block post sz f 10mm catalog#: 00599003602 lot#: 65077319 distal femoral augment block precoat size f 10 mm augment with screw catalog#: 00599003620 lot#: 64876689 trabecular metal tibial cone, medium 31x31mm catalog#: 00545001331, lot#: 64800315. 15mm diameter 30mm length straight stem extension combined length 75mm catalog#: 00598801215, lot#: 64726397. 17mm diameter 100mm length straight stem extension combined length 145mm catalog#: 00598801017 lot#: 64691364 tibial block and screws precoat size 5 5 mm thickness catalog#: 00598800526, lot#: 64591047. Tibial block and screws precoat size 5 5 mm thickness catalog#: 00598800526, lot#: 64582086. Prc agmt block post sz f 10mm catalog#: 00599003602, lot#: 64506180. Allen medullary cement plugs 1-32 mm diameter flange/16mm diameter core catalog#: 00801102032, lot#: 63654486. Allen medullary cement plugs 1-28 mm diameter flange/14 mm diameter core catalog#: 00801102028, lot#: 65205176. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right knee revision approximately a year post-implantation due to fracture of the hinge post.